Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
It was reported there is a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.